Manufacturer narrative:
Additional/updated information: b.5.

Event description:
It was reported from pharmacy (okl7206) that fluid leaked at the engagement of filter and tubing set. The customer stated that there is no further event information available.

Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from pharmacy (B)(4) that fluid leaked at connection of filter and tubing set. The customer stated that there is no further event information available.